Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's ins never helped relieve their pain. The ins was explanted on (B)(6) 2019 and the issue was resolved. No further complications reported.